Manufacturer narrative:
A partial lead with the distal tip measuring 51.0cm was returned for analysis. External insulation abrasions were noted at 7.6-8.1cm, 8.2-8.5cm, and 9.1-9.7cm from the distal tip, consistent with lead friction to another device or feature of the heart. External insulation abrasion was noted at 44.4-44.7cm from the distal tip, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 12.5-15.2cm from the distal tip. The etfe coating was intact at these locations. External insulation abrasion was noted at 32.0-33.5cm from the distal tip, consistent with lead friction to another device or feature of the heart. The sensing conductor etfe coating was abraded at this location. This is consistent with the observation from the field of noise and oversensing.

Event description:
New information received notes that the lead was explanted and replaced due to continued out of range impedance measurements as well as noise.

Event description:
It was reported that an asymptomatic patient presented to the ER, claiming he was shocked by the device and requested pain medicine. The device did not show evidence of hv or atp therapy, and high outputs did not produce any muscle stimulation. Increased pacing lead impedance on rv lead was observed. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun